Event description:
PICC line in pt's arm cracked with contrast injection. It was a dual line system, one side cracked which was immediately clamped. No harm to pt other than requiring a removal and new line replacement.